Event description:
In 2007, the patient stated that he observed e4 (occlusion) errors on his infusion device each time he attempted to deliver a bolus of insulin. The clearable occlusion errors reoccurred during troubleshooting until the insulin cartridge in use in the infusion device was removed and replaced by a cartridge from a different package. He was unable to provide the lot number or expiration date of the product at the time of the report. He noted that he changes the adapter each time he changes his cartridge. After changing the cartridge, he was able to bolus insulin without the occurrence of an occlusion error. During follow up three days later, he verified that occlusion errors had no reoccurred since he began using cartridges from a different package. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.